Manufacturer narrative:
No device was available for investigation since the physician did not keep the valve. The lot number is not available, no traceability information was provided. The complaint was unverifiable. The exact root cause could not be determined. Each valve is tested with pressure/flow specifications at time of manufacturing. Valve overdrainage is a known complication of valve therapy, as stated in the device instructions for use.

Event description:
A regulatory and quality affairs associate reported on behalf of the customer that the 909712 osvii connector with antechamber overdrained on (B)(6) 2019. The patient had a headache as a symptom. The surgeon observed the dysfunction one day after implantation. The surgeon decided to replace it with a programmable/hakim valve on an unspecified date. After the replacement of the valve, the patient was fine.